Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The customer was heating samples to 37c in hot water after collection to try to make them coagulate faster. It was noted that special sample treatment with hot water could cause unexpected e2 results. The data available does not suggest a generic issue with estradiol results. The deviations of the methods can be caused by the ovary stimulation of the patient, causing metabolites. The measured e2 values are comparable within expectations for this special (medicated) patient group.

Event description:
The customer reported questionable results for estradiol - e2 (estradiol ii) on three samples from one patient. The patient has been on infertility treatment since (B)(6) 2014. On (B)(6) 2015 the result for estradiol ii was 20 pg/ml three days after patient's period. A second sample was obtained on (B)(6) 2015 and the estradiol ii result was 76 pg/ml after stimulating the follicle. A third sample was obtained on (B)(6) 2015 and the estradiol ii result was 265 pg/ml. Based on the results of an ultrasound examination on (B)(6) 2015 the physician expected estradiol ii results of approximately 2000 pg/ml. No adverse event occurred. The cobas e411 analyzer serial number was (B)(4).

Manufacturer narrative:
This event occurred in (B)(6).